Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within the tubing of four (4) small volume folfusors. The pm was further described as indentation mars and dark specs found in the tubing prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from august 20, 2019 - august 21, 2019. H10: five (5) devices were received for evaluation. A visual inspection was performed on the returned samples, and it was noted that there were black particles embedded in the material of the tubing line of the 5 returned devices. The particles were not in the fluid path because they were embedded in the material of the tubing line. The particles were subsequently identified to be polyvinyl chloride (pvc) material via ftir spectroscopy testing. Pvc is the raw material of the device tubing line. Fragments of burnt pvc can potentially be embedded in the material of the tubing during the extrusion process of the tubing. The reported condition of pm within the sterile pathway of the tubing was not verified, as the pm was not in the fluid path because they were determined to be embedded in the material of the tubing line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.